Event description:
Patient had double-lumen groshong catheter placed in left subclavian vein approximately one month ago. Superior venacava placement was confirmed by fluoroscopy. Patient tolerated operative procedure well. That evening the nurse was flushing the catheter and the patient stated she felt a "pop" at the insertion site. Pulsations were noted at the site. Patient stated that there had been swelling at the site but that it had resolved. Physician was notified and use of catheter stopped. The following day physician came to check the catheter and felt it was ok for use. Nurse was not comfortable with this and called IV therapy. IV therapy attempted to flush catheter but patient stated it caused pain. Dye study was ordered and injection of contrast material into the white portion of the groshong catheter demonstrated focal extravasation in the left infraclavicular region which appeared to lie within the soft tissues, with minimal venous opacification. The red port of the catheter was patent. Physician was notified and patient returned to surgery for replacement of groshong catheter three days after initial placement.